Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for user advisory (ua) 07 was due to a defective load cell. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, the platform was examined and found a cracked front enclosure, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The cracked front enclosure needs to be replaced to address the physical damage. The initial functional testing of the autopulse platform could not be performed due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. Review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred around the customer's reported event date; thus, confirming the reported complaint. Load cell characterization results confirmed that both load cell modules are over-reporting. The defective load cell modules need to be replaced to remedy the fault. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the training, the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and the user was not able to clear the observed error. No patient involvement.